Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues: noise, intermittent capture, abruptly risen thresholds, high impedance and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead became extrinsically fractured due to a cut.the analyst noted that the distal conductor is fractured in vivo at 14.5 cm from the distal end of the lead.the proximal conductor is extrinsically fractured at 50.5 cm due to a cut. If information is provided in the future, a supplemental report will be issued.